Event description:
It was reported by a customer that on (B)(4) 2010 there was a decrease in fiber vaporization efficiency at 31,217 joules. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was fractured. The fiber cap was partially broken off. A burnt portion of the fiber cap was evident. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.